Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was used after the original complaint and al histories and black box data for event have been overwritten. Current pump history shows no errors, alarms, or warnings. The total daily dose adds up correctly. The pump passed a delivery accuracy test successfully. The battery compartment is cracked from the threads to the case seal. The battery cap was not returned and a new test cap was able to tighten to the pump and was used to complete testing. The audio bolus button cover was found to be torn but fully responsive to user presses. Investigators were unable to duplicate the complaint, the pump information for the complaint was overwritten. Unrelated to the complaint, the display lens was scratched and the ok symbol was found to be worn. (B)(6).